Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a failure of the potentiometer. The affected potentiometer was exchanged. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component. This event occurred in (B)(6). Resubmission of initial report as per FDA on 7/28/2020.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an emergency procedure, no movement was possible and the exam was aborted. We are unaware of any impact to the state of health of any patient involved.